Event description:
It was reported that the site of their implantable neurostimulator (ins) hurt the patient and that ¿it moved¿ which started several months ago. The patient stated that they had a lot of urgency and loss of urinary control (for about a year) and that the stimulation sensation was in the vagina area and it (felt like a tampon was put in wrong). The symptoms reported had a gradual onset. Follow up information received from the healthcare professional (hcp) on (B)(6) 2014 confirmed that the patient did not have a greater than 50% reduction in their symptoms and the cause of the issue was not determined although it was noted as device-related. At the last visit, the patient had a decrease in efficacy and was reprogrammed (-0) on (B)(6) 2014. In addition, impedances were reported as normal. It was noted that the patient had failed to return and the outcome was reported as unknown. No further details, interventions, or an outcome were reported regarding this event. Additional information could not be obtained at the time of the report. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
Concomitant products: product ID 3889-28, lot # va00u3q, implanted: (B)(6) 2012, product type lead; product ID 3037, serial # (B)(4), product type programmer, patient. (B)(4).